Event description:
It was reported that, on literature review ""comparison of clinical outcomes with three different intramedullary nailing devices in the treatment of unstable trochanteric fractures"", six (6) patients who underwent primary implantation with an intertan nail to treat an unstable trochanteric fracture experienced a postoperative deep venous thrombosis. The specific measures taken to resolve these complications are not known. No further information is available.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). Zehir, s., sahin, e., & zehir, r. (2015). Comparison of clinical outcomes with three different intramedullary nailing devices in the treatment of unstable trochanteric fractures. Doi: 10.5505/tjtes.2015.28227.

Manufacturer narrative:
The devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, no further clinical information is available. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patients outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes that could contribute to the reported events have been identified as patient reaction, post-operative healing issue and/or patient condition. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).